Event description:
Indication: nonfamilial hypogammaglobulinemia; antibody deficiency with near-normal immunoglobulins or with hyperimmunoglobulin mia. Patient requesting a replacement pump due to "slowing down clicking". Unknown what is meant by "slow down clicking". Serial number and maintenance date: unknown. Unknown if patient missed a dose or had interruption to therapy. Unknown if device is available for return. Pharmacy replacing device. No further info. Reported to (B)(6) by: patient/caregiver.